Event description:
Patient stated the device displayed an e8 (power interrupt) error message while in use. Patient reported she pressed the check button but the error persisted. Patient stated the battery is okay. Patient reported she felt dizzy then and her husband rushed her to the e.r. Of the hospital. Patient stated she was admitted to the hospital with a blood glucose level of more than 22 mmol/l (396 mg/dl), diagnosed with ketoacidosis and treated with an injection of insulin. Patient was leaving the hospital today, (B)(6) 2013. Patient stated the up and down button on the infusion device and the connector has obvious damage. No further information is available. Patient reported her husband took her to the ER; treatment assistance received from a healthcare professional or second party to address the issue was not provided. Requested return of the alleged infusion device for evaluation; patient declined.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.